Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the pacemaker had failed to pace from the ventricular port when the lead was inserted after several attempts, resulted in patient experiencing asystole. Patient status was not provided.

Manufacturer narrative:
The device was received with battery voltage above eri level. Fastpath summary printout indicated that device was still in shipped settings and no measurement was performed in the field. Electrical and mechanical analysis performed indicated normal functionality. Output verification is within tolerance. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.